Event description:
During a lap chelecystectomy procedure the first two clips fired fire, the third clip did not form at all, the fourth clip fell out of the jaws and then the device jammed. A el5ml was used to complete the case with no patient consequence.